Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 250 mg/dl and sugar glucose levels were 400 mg/dl at the time of the incident. The customer reported having issues with the sensor. Troubleshooting was provided. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used.